Event description:
A customer reported that the apex pro did not provide the expected alarms when a pt experienced two symptomatic asystole events. The device reportedly did not alarm for asystole or pause, but did alarm for low heart rate and brady. A nurse aide was present at the time the events occurred, and subsequently treated the pt. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.